Event description:
Complainant alleged that while attempting to monitor a pt via electrode pads, the device displayed an unrecognized "pad fault" error message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation.